Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( patient not tightening luer lock connection per IFU).

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they have a recurring issue with air bubbles in the luer lock connection. The patient stated that the constant issue they are having with air bubbles has resulted in their blood glucose (bg) to be in the 300-400mg/dl range. The patient stated that their bg earlier was 430mg/dl with a fruity taste in their mouth and feel the high bg. The patient stated that they fill the insulin at room temperature, cycles cartridge as per IFU and makes sure they secure the tubing to the cartridge. After review with customer support it was determined that the patient is not tightening luer lock connection as per IFU. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from the patient not tightening luer lock connection per IFU.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2013 with the following findings: a reserved sample from the same cartridge lot number b202059 was tested and evaluated by product analysis with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.